Event description:
It was reported an ew valve was explanted after an implant duration of approx. 3 years. Follow up with the healthcare provider indicated that the valve was explanted due to mitral stenosis and regurgitation, secondary to leaflet calcification. Unfortunately, no other details were provided.

Manufacturer narrative:
The subject device has been requested, however, it has yet to be provided. Evaluation will be reported if the device is returned and evaluated. Additionally, patient's medical records e.g. Operative report, discharge summary) have also been requested but not provided. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. It is imperative that the subject device is returned and evaluated to allow a conclusive root cause to be determined for this event. Although the root cause cannot be confirmed, the information provided suggests that the stenosis and regurgitation was likely due to the calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.